Event description:
The patient was having a rfa for a hepatoma. Patient was positioned on CT table and after positioning, the grounding pads were placed on the left leg. We placed a total of 4 pads, 2 on upper thigh and 2 on calf. The procedure began. Ten minutes into the procedure the machine gave an error message regarding a problem with grounding pad #1. The nurse checked the patient's leg and no burns were noted; the grounding pad was replaced. Another 5 minutes into the procedure there was the same error message for grounding pad #2. The area was checked and again no were burns noted and #2 pad was replaced. Grounding pad #3 was also replaced at the same time. The procedure continued and patient's upper aspect of left leg felt warm. The patient's skin was checked and once more the pads were removed and burn injury noted at left inner aspect of upper left thigh. The procedure was stopped and equipment gathered.